Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient called the manufacturer directly to address the issue. The manufacturer representative stated that the patient had issues in the past with understanding the remote. It was noted that the problems they had were resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the patient had turned her implant off for about 3 weeks now and it had been turned off for a non-device related surgery (for bladder cancer) and she hasn't been able to get her implant turned back on since then. The patient was on her way to the doctor's office but she would call back with her patient programmer for assistance to turn implant back on. No further complications were reported. No patient symptoms were reported.